Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 561 mg/dl. The infusion set was changed three days prior to the hospitalization. Troubleshooting was performed. The insulin pump passed the prime test and the programming was correct. The high pressure test was performed and the insulin pump failed the test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.